Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the use of adc device (sensor with reader). The customer indicated the low glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer experienced symptoms of sweating, tiredness, and was seen by a healthcare professional who administered glucose injection for treatment. There was no report of death or permanent injury associated with this event.